Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm512.6 implantable collamer lens, -11.0/+0.5/97 diopter in the patient's right eye (od) on (B)(6) 2016 and it was noted the patient had a macular hole, the lens remains implanted.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).